Event description:
The facility reported a colleague infusion pump with a failure code of 550:320:844:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. The event occurred in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 550:320:844:0000 was confirmed during product evaluation. The root cause of this condition was assigned to a disconnected speaker harness. The speaker harness was reconnected to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.